Event description:
Technician found that the left head siderail would not latch. Tech found that the screw that holds the release arm was loose. He retighten this screw and the left head siderail functioned properly.